Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that about a half hour ago experienced a very bad explosive bowel movement. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and it was determined that therapy was off. With instruction patient turned therapy on. Patient will maintain stimulation level and will continue to track symptoms for a few days before making any adjustments. When asked, patient said last time an adjustment was made was about a month ago. Patient hasn't' had other medical tests or procedures however said has gone through theft detectors. Patient was encouraged to bring external devices with when leaves the house so as needed patient would be able to connect and check implant. Patient confirmed that has 50% improvement, said has more, really good. Patient said this episode was the first incident that has occurred since received the implant.